Manufacturer narrative:
Film evaluation summary; the exact cause of the reported migration could not be determined from the films returned. CT¿s prior implant were not available and a comprehensive assessment of the patients anatomy could not be performed. In addition, earlier patient follow-up films and post-implant CT¿s were also not available for review. The reported stent graft migration and likely resulting proximal type I endoleak was confirmed. The exact cause, timing, and amount of the migration could not be determined, and the current assessment of the proximal neck could not be performed. It appears most likely that the migration was due to disease progression (neck dilatation) and/or aneurysm morphology changes. The reported neck thrombus may have also contributed. Images during the aortic cuff(s) intervention which reportedly resolved the migration and endoleak were not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximate date of event; year valid only. Implanted date; 2010, exact date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a routine follow-up ultrasound scan, approximately 6 years post implant, showed a type ia endoleak. A CT scan further showed the aneurysm neck had expanded and the main bifurcated stent graft had migrated, presenting in a type ia endoleak. A secondary intervention was carried out and two stent graft tubes, ettf3636c70ee and ettf3636c70ee, and a stent graft cuff etcf3636c49ee were implanted to resolve the event. Further follow up approximately 3 years later showed that the type ia endoleak remained resolved and there had been no further migration. As per the physician, the cause of the event was due to dilation of the aortic neck over time causing the stent graft to migrate. It was also noted that there was thrombus in the original neck. No additional clinical sequelae were reported and the patient is fine.